Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with volume overload, acute kidney injury (aki) and hyperglycemia. An echocardiogram (echo) showed a left ventricular internal dimension in diastole of 3.8cm, an ejection fraction (ef) of 40-45% and was found to have a 90% outflow graft obstruction (ofgo). The patient was taken emergently to the operating room for decompression on (B)(6) 2026. Log files were submitted for review captured 126 pulsatility index (pi) events and 2 low flow flags on 30apr2026. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment operated as expected.